Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has since clarified that the two non working diathermy probes were from same lot number.

Manufacturer narrative:
Additional information received has since clarified that the two non-working diathermy probes were from the same known lot number which was previously reported on manufacturing report number 3003398873-2021-00070. The companion file previously submitted under manufacturing report number 3003398873-2021-00069 will be closed. Any subsequent investigation or evaluation results pertaining to this reported event will be submitted under manufacturing report number 3003398873-2021-00070. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was received without inner- and outer blister. The sample shows macroscopic signs of damage. The retrieved instrument was already disassembled. In this situation an investigation to confirm customers complaint is impossible since disassembling of the instrument destroys the contact points of the electrical contacts. A visual inspection of the retrieved parts showed that all contacts existed or were in contact before. Disassembling the instrument. A correct assembly of the instrument in production can be concluded out of this results. The instrument passed a 100% functionality test and did not show instable contact in production. Therefore, whether the complaint nor the root cause of the complaint cannot be determined anymore. The root cause cannot be identified conclusively because the sample has pass the 100% inspection. The sample was received in a closed status. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two diathermy probes did not work during a vitrectomy procedure. An alternate diathermy probe was obtained in order to perform and complete the procedure. There was no impact on the patient.